Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported during the procedure the device snapped on the plastic part of the instrument, but nothing broke off in the patient. Multiple attempts were made to obtain additional information. No information was provided regarding patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.